Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula was bent which also, attributed to blockage at site. The events occurred within 3 or more hours after insertion. The insertion site was reported as abdomen. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.